Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. It was reported the false resistant results for meropenem and ertapenem were received from the instrument for enterobactarales isolates including e. Coli and k. Pneumoniae. No instrument errors were reported. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of march 2024. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the customer has experienced a high percentage of ertapenem and meropenem false resistant results during use with the bd phoenix¿ m50 automated microbiology system. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer has experienced a high percentage of ertapenem and meropenem false resistant results during use with the bd phoenix¿ m50 automated microbiology system. There was no report of patient impact.